Event description:
It was reported that on (B)(6) 2013, the autopulse platform was used on a (B)(6) year old, female patient experiencing a sudden cardiac arrest. Patient did achieve return of spontaneous circulation (rosc) at home during use of the platform. However, customer indicated that the patient expired at the hospital. The hospital also identified a liver rupture in the patient. Customer could not provide any additional information and does not attribute the patient's death and the reported liver rupture to the use of the autopulse.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: the autopulse platform was returned for evaluation and the archive data was reviewed. The data shows that during the reported event date of (B)(6) 2013, battery with s/n (B)(4) was fully charged and used on a medium to large, stiff hard to compress object for more than thirty minutes until discharge with no issues noted. Per the battery specifications in the autopulse power system user guide (pn: 12457-001), the initial battery run time for a nominal patient is typically 30 minutes. Based on the review of the archive, the platform performed as intended while being used on the patient on the reported event date. A customer response to follow-up for additional information also indicates that the event was called into zoll to report a liver rupture. The customer further stated that they did not attribute the reported liver rupture and patient death to the autopulse platform. Liver rupture is an injury that is known to possibly result from manual CPR. Data from 12 different published reports indicates that the rate of liver injuries from manual CPR is 2.40% (refer to white paper titled "injuries associated with delivery of manual CPR and autopulse CPR: a literature review by howard michaels, m.d.).